Manufacturer narrative:
The reported difficult or delayed activation (clip deployment) could not be replicated in a testing environment due to the condition of the returned device (clip not returned). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on information reviewed and the return device analysis, a cause for the reported difficult or delayed activation (clip deployment) could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was received. Investigation has not yet been completed. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report difficult to deploy the clip. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with grade of 4+. The clip delivery system (cds) was advanced to the mitral valve without issue and during clip deployment, the mandrel could not be retracted to release the clip. After several attempts and tugging on the cds and moving the actuator knob, the clip was able to be deployed, successfully reducing the mr. One clip was implanted, reducing mr to 1. There was no reported adverse patient effect or a clinically significant delay during the procedure. The patient remained stable. No additional information was provided.